Event description:
A balloon burst at eight atmospheres on the first inflation and subsequently detached during subclavian dilation of a very calcified lesion. The balloon material was successfully retrieved with forceps. A second balloon was used to successfully complete the procedure and there were no pt complications. Device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the balloon material was detached from the catheter shaft and not returned for evaluation. The catheter shaft was kinked and the proximal radiopaque marker was thirteen millimeters proximal to its original location. Both balloon bonds were present on the shaft. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated the lesion was highly calcified which co believes contributed to this event and does not attribute it to the device.